Event description:
It was reported there was a power on reset (por) condition. They were clearing the por message at the time of report. The patient had met with their doctor one week prior to report for normal programming and after they left the doctor¿s office the implantable neurostimulator (ins) had turned off. The patient came in the day prior to report and the doctor programmed the ins again and after the patient left the ins turned off again. When the patient was seen on the day of report and that is when the por message was seen. The clinician programmer showed end of life (eol) at 2.08 years. Additional information received reported there was no error code and they were unsure what caused the error code. The device was at eol and would be replaced. The patient experienced their parkinson symptoms. Only troubleshooting was re-setting the ins and then they saw the eol. The patient was fine but they were scheduled for an ins replacement. They did not receive effective therapy at the time of report because of the eol. It was further reported the patient¿s ins was replaced and the battery depletion was simply eol. The patient was on continuous mode and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v017959, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# v017959, implanted: (B)(6) 2006, product type: lead. (B)(4).